Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ prolonged menses"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraines"), headache ("headaches"), uterine haemorrhage ("abnormal uterine bleeding") and menstruation irregular ("irregular menses"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, metrorrhagia, psychological trauma, migraine, headache, uterine haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: received treatment for psy injury. Trailing coils- right ¿ 1, left - 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ prolonged menses"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraines"), headache ("headaches"), uterine haemorrhage ("abnormal uterine bleeding") and menstruation irregular ("irregular menses"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, metrorrhagia, psychological trauma, migraine, headache, uterine haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: received treatment for psy injury. Trailing coils- right ¿ 1, left - 3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Lot number: b21572, manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ prolonged menses"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraines"), headache ("headaches"), uterine haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menses"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, metrorrhagia, psychological trauma, migraine, headache, uterine haemorrhage and menstruation irregular outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine haemorrhage to be related to essure. The reporter commented: received treatment for psy injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Injury event was removed. Case becomes and incident. New events added: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, metrorrhagia, psych injury, migraines, headaches, abnormal uterine bleeding, irregular menses. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.